Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when not active. During the follow-up visit there was a good signal and nothing occurred when the device or electrode were touched or moved. With different maneuvers there was a loss of baseline in primary and alternate vectors, but not in secondary vector. Therapy was programmed off and the patient was sent home. Boston scientific technical services (ts) was consulted for review of the episode and x-rays. Upon review, ts noted the noise appeared to be consistent with changes in impedance pathways. The x-rays also may indicate an electrode fracture. Ts suggested full system replacement and discussed other programming options. The physician would contact the patient to determine the appropriate course of action. At this time the s-ICD and electrode remain implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when not active. During the follow-up visit there was a good signal and nothing occurred when the device or electrode were touched or moved. With different maneuvers there was a loss of baseline in primary and alternate vectors, but not in secondary vector. Therapy was programmed off and the patient was sent home. Boston scientific technical services (ts) was consulted for review of the episode and x-rays. Upon review, ts noted the noise appeared to be consistent with changes in impedance pathways. The x-rays also may indicate an electrode fracture. Ts suggested full system replacement and discussed other programming options. The physician would contact the patient to determine the appropriate course of action. At this time the s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise when not active. During the follow-up visit there was a good signal and nothing occurred when the device or electrode were touched or moved. With different maneuvers there was a loss of baseline in primary and alternate vectors, but not in secondary vector. Therapy was programmed off and the patient was sent home. Boston scientific technical services (ts) was consulted for review of the episode and x-rays. Upon review, ts noted the noise appeared to be consistent with changes in impedance pathways. The x-rays also may indicate an electrode fracture. Ts suggested full system replacement and discussed other programming options. The physician would contact the patient to determine the appropriate course of action. At this time the s-ICD and electrode remain implanted and no additional adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted. No additional adverse patient effects were reported.